Event description:
The intraoral x-ray unit fell from its installation in a pass-through cabinet.

Manufacturer narrative:
There was no user or patient injury with this incident. The unit was stored in the pass-through cabinet at the time it fell. A dealer service technician went on-site to the dental office to investigate the damages. The technician noted that the unit was not mounted to a wall stud and a wall bracket was not used. He found that the wrong washer which had been used for the top mounting bolt snapped allowing the top bolt to work its way out resulting in the unit falling. Labeling provided with the x-ray unit instructs the installers to verify the wall support capability prior to installation. In conclusion, improper installation of the x-ray unit to the pass- through cabinet contributed to the incident. The x-ray unit was replaced with a new unit and re-installed by the dealer service technician.